Event description:
The user facility reported to terumo cardiovascular systems that prior to cardioplegia, during prime, the conducer leaked. No pt involvement as this occurred during prime. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo will be submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).